Manufacturer narrative:
The affected tissue processing cassette was not returned to continue investigation. There have been no other reported incidents with this product of this nature.

Event description:
Customer reported that after processing, a tissue cassette was missing a piece and the tissue was found at the bottom of the processor. No re-biopsy of the patient was required and this event did not affect the diagnosis.